Event description:
On (B)(6) 2026, the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose reported to be greater than 1,000 mg/dl. The user was unable to correct the high blood glucose and did not treat successfully prior to loss of glycemic control. The user was treated by ems, hospitalized in the ICU, and discharged on (B)(6) 2025.

Manufacturer narrative:
The manufacturer became aware on 18-jan-2026 that the user experienced a severe hyperglycemic event on 08-dec-2025 that required emergency medical services intervention, intensive care unit admission, and inpatient treatment for diabetic ketoacidosis with associated respiratory complications. The user was reportedly ill with vomiting and worsening symptoms prior to hospitalization and required critical care management, including respiratory support, before stabilization and discharge on (B)(6) 2025. The user was able to reconnect to the ilet prior to discharge. An investigation was performed, including review of available engineering logs and device data. The review identified repeated cgm communication failures, unsuccessful sensor pairing attempts, and eventual loss of cgm data, followed by transition to bg-run mode and prolonged interruption of effective insulin delivery. Device logs confirmed the device was powered off via a user-initiated shutdown on (B)(6) 2025, with no evidence of hardware or software malfunction identified. Based on the available information, no device malfunction was confirmed. The event is most consistent with interruption of insulin delivery secondary to cgm connectivity failure and subsequent loss of effective dosing, resulting in severe hyperglycemia and diabetic ketoacidosis. If additional information becomes available or the device is returned for further evaluation, a supplemental MDR will be submitted.